Event description:
The user facility reported that the touch panels to their hexavue ip custom room racks were not responding. The event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found the touch panels required securing and tightening and a part replacement. The technician performed the service activities, tested the units for function and operation, confirmed the units to be operating to specifications and returned the devices to service. No additional issues have been reported.